Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller did not report and reset the pump previously, so customer technical support (cts) provided the necessary reset information and assisted with the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if issues reoccur.